Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("some recurrent abdominal pain") and keratitis ("recurrent keratitis of uncertain origin") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tobacco user, gastrointestinal disorder, pyloric ulcer, cervical disc herniation and prolapsed disc repair. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), keratitis (seriousness criterion medically significant) and myalgia ("recurrent diffuse muscle pain"). The patient was treated with surgery (hysterectomy in 2012). Essure was removed in 2012. At the time of the report, the abdominal pain, keratitis and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, keratitis and myalgia with essure. The reporter commented: some time ago, the patient started to experience recurrent diffuse muscle pain, some recurrent abdominal pain and, above all, recurrent keratitis of uncertain origin. The patient underwent hysterectomy in 2012. Company causality comment this spontaneous physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and experienced some recurrent abdominal pain and recurrent keratitis of uncertain origin, whereupon she underwent hysterectomy approximately 5 years after the essure placement. Abdominal pain and keratitis are serious due to medical significance. Abdominal pain is anticipated in the reference safety information of essure, keratitis is unanticipated. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the patient had a positive history of gastrointestinal problems, however the abdominal pain had occurred more recently. Thus, considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). Keratitis is a local inflammatory disorder of the cornea with many possible causes, mostly chemico-physical (including eye dryness) and infectious. Given the non-gynecological nature of this disorder, the causality of essure is considered unrelated. This case was classified as incident in line with the ha assessment and because of the surgical device removal. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("some recurrent abdominal pain") and keratitis ("recurrent keratitis of uncertain origin") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tobacco user, gastrointestinal disorder, pyloric ulcer, cervical disc herniation and prolapsed disc repair. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), keratitis (seriousness criterion medically significant) and myalgia ("recurrent diffuse muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the abdominal pain, keratitis and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, keratitis and myalgia with essure. The reporter commented: some time ago, the patient started to experience recurrent diffuse muscle pain, some recurrent abdominal pain and, above all, recurrent keratitis of uncertain origin. The patient underwent hysterectomy in 2012. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1046 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: no further information could be obtained from reporter company causality comment: this spontaneous physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and experienced some recurrent abdominal pain and recurrent keratitis of uncertain origin, whereupon she underwent hysterectomy approximately 5 years after the essure placement. Abdominal pain and keratitis are serious due to medical significance. Abdominal pain is anticipated in the reference safety information of essure, keratitis is unanticipated. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the patient had a positive history of gastrointestinal problems, however the abdominal pain had occurred more recently. Thus, considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). Keratitis is a local inflammatory disorder of the cornea with many possible causes, mostly chemico-physical (including eye dryness) and infectious. Given the non-gynecological nature of this disorder, the causality of essure is considered unrelated. This case was classified as incident in line with the ha assessment and because of the surgical device removal. The product technical analysis concluded, investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No follow-up information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 05-apr-2017. The most recent information was received on 09-may-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("some recurrent abdominal pain") and keratitis ("recurrent keratitis of uncertain origin") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tobacco user, gastrointestinal disorder, pyloric ulcer, cervical disc herniation and prolapsed disc repair. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), keratitis (seriousness criterion medically significant) and myalgia ("recurrent diffuse muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the abdominal pain, keratitis and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, keratitis and myalgia with essure. The reporter commented: some time ago, the patient started to experience recurrent diffuse muscle pain, some recurrent abdominal pain and, above all, recurrent keratitis of uncertain origin. The patient underwent hysterectomy in 2012. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and experienced some recurrent abdominal pain and recurrent keratitis of uncertain origin, whereupon she underwent hysterectomy approximately 5 years after the essure placement. Abdominal pain and keratitis are serious due to medical significance. Abdominal pain is anticipated in the reference safety information of essure, keratitis is unanticipated. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the patient had a positive history of gastrointestinal problems, however the abdominal pain had occurred more recently. Thus, considering the nature and course of the event, and in the lack of alternative explanations, a causality of essure cannot be excluded (related). Keratitis is a local inflammatory disorder of the cornea with many possible causes, mostly chemico-physical (including eye dryness) and infectious. Given the non-gynecological nature of this disorder, the causality of essure is considered unrelated. This case was classified as incident in line with the ha assessment and because of the surgical device removal. The product technical analysis concluded, investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is expected.